Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet injury. It was reported this was a procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Imaging was challenging. One clip was placed on the mitral valve. A second clip was inserted, but while in the left ventricle (lv), the clip became caught in the chordae, but was able to be removed with standard troubleshooting. The clip was successfully deployed on the mitral valve, reducing mr to a grade of 2-3. To further reduce mr a third clip was inserted. However, prior to advancing into the lv, it was observed the second clip had perforated the anterior leaflet, causing mr to return to a grade of 4+. The clip was stable on the leaflet, but due to the perforation, the physician decided to remove the third clip and discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution appears to be related to morphology/pathology and the difficulty grasping was due to patient morphology/pathology and poor image resolution. A cause for the reported difficult or delayed positioning (clip caught on chordae) cannot be determined. The reported tissue injury appears to be due to procedural condition and the unchanged mitral regurgitation (mr) was due to the tissue injury. Mr and tissue injury are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design or labeling.